Event description:
During cleaning and sterilization process, the customer noted 'broken wires' on the large needle driver instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with frayed pitch cable at distal idler. No damage was found on pulley and clevis. Additional observation not reported by site was main tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were short in length and not aligned with the tube axis, evidence not conclusive, but damage may have been caused by mishandling/misuse. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.